Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the activity log. Review of the activity log showed that the 30 joules test was being attempted with an incorrect joule setting. However, the reported problem could not be duplicated with the device. We believe that the device performed to specification and the report was due to user error. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.